Event description:
Customer reported the panorama central station's secondary display had a blank screen, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and found that the system froze and rebooted on its own. The "extend desktop" option was checked off and the problem resolved.